Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed. Interrogation of the device revealed the device was at end of service (eos) upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. Telemetry, pacing, sensing, impedance, hv output, hv shock, patient notifier were tested on the bench. No anomaly was detected.